Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) which had been implanted 6 months displayed a battery voltage of 2.87 and 8.4 seconds automatic capacitor reform. The local health care practioner inquired if the battery status was appropriate. A disc was sent for engineering analysis which confirmed premature depletion.